Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was not returned. The t2 and suture were returned off the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time. H11: corrected information in b5 & h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix t2 couldn't be deployed while implantation, the t1 was removed from the patient using tweezer. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix t2 couldn't be deployed while implantation t1 was removed from the patient using tweezer. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).